Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 479 mg/dl. The customer explained that she changed the insertion site three times already. The customer treated the high blood glucose with insulin pump therapy. Through troubleshooting, it was found that the drive support cap appeared normal, that the insulin was exposed to extreme temperatures and that the insulin pump had alarmed no delivery the week prior. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The insulin pump passed the high pressure test. The customer was advised that the insulin pump was working as designed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.